Manufacturer narrative:
Received only the catheter for evaluation. The reported event was confirmed as cause unknown. No visual defect was noted on the returned sample. The sample was inflated with water and observed water leaking through the drainage funnel. The catheter was dissected and a pinhole bubble on the rubberize layer of inflation lumen was observed, which had caused water to leak out. The pinhole was examined under a microscope and noted to be long and not smooth. The pinhole was possibly due to a wire pressing error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)do not use in patients who are or have been allergic to natural rubber latex"" (B)(4).

Event description:
It was originally reported that the device leaked. The complainant stated that the catheter dislodged from the patient with a deflated, during surgery. It was later reported that without performing the pretest, the catheter was inserted into the patient according to the procedure by the user for urine drainage in an operating room. During the surgery, the user found that the catheter had dislodged from the patient with a deflated balloon. A leak test was performed against the dislodged catheter, and no leakage was observed. The inflated balloon of the catheter was left for 1 week , after which the user attempted to deflate the balloon with a syringe. The leak was confirmed. It was noted that the device leaked from the tip side of the catheter. The catheter was replaced. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the device leaked. The complainant stated that the catheter dislodged from the patient with a deflated, during surgery. It was later reported that without performing the pretest, the catheter was inserted into the patient according to the procedure by the user for urine drainage in an operating room. During the surgery, the user found that the catheter had dislodged from the patient with a deflated balloon. A leak test was performed against the dislodged catheter, and no leakage was observed. The inflated balloon of the catheter was left for 1 week , after which the user attempted to deflate the balloon with a syringe. The leak was confirmed. It was noted that the device leaked from the tip side of the catheter. The catheter was replaced. No patient injury reported.